Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient encountered 5 infusion set cannula kinked event on 20-july- 2024 within 3 hours after insertion. The infusion set was in use for 2-2.5 days. The site of insertion was abdomen and thigh company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.